Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) device was part of a system explant due to patient infection. There was no report of adverse patient effects due to the explant procedure. There is no replacement of product intended.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.